Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Field service engineer investigated the unit and suspected the cooling pump was blocked. The issue was likely due to an electrical failure with the console. An evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that upon start-up of the laser system to begin a procedure, the system was found to be out of order and the procedure was aborted. There was a patient under anesthesia at the time of the event, however, there was no patient injury or adverse outcome.

Manufacturer narrative:
The stonelight laser console was received. The stonelight series of laser consoles have reached end of life status. Bsc will no longer repair these consoles. An evaluation conclusion code of end of life problem identified was assigned to this investigation.

Event description:
It was reported that upon start-up of the laser system to begin a procedure, the system was found to be out of order and the procedure was aborted. There was a patient under anesthesia at the time of the event, however, there was no patient injury or adverse outcome.

Event description:
It was reported that upon start-up of the laser system to begin a procedure, the system was found to be out of order and the procedure was aborted. There was a patient under anesthesia at the time of the event, however, there was no patient injury or adverse outcome.